Manufacturer narrative:
H3: software analysis completed and determined that the logs reviewed provided no additional insight regarding the cause of reported complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The system was serviced in the field. When pulling scans the system would be able to query but not pull exams. It was determined that this was intermittent int he morning but fine at night. It was determined that there was a software failure. The issue could not be replicated. Internal analysis was done. The planning station hasn¿t had this issue whatsoever so they used the usb for the scans on the system from there. Sometimes it¿s all day it doesn¿t work then at the end of the day it is fine . Some weeks there are no issues, then others it¿s every other day. It¿s very sporadic. Logs have been received but analysis has not begun. Other relevant device(s) are: product ID: 9 733808, serial/lot #: 1.1.5. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the navigation system will not retrieve images from the picture archiving and communication system (pacs). Site reported that this is an intermittent issue that has been going on for some time. It was reported that when the issue occurs, the system generates and error code 732: c-move. The issue is not permissions on pacs as the issue is intermittent. No patient present.